Event description:
A malfunction was reported with a code identified as malf 9. There was no adverse impact on the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, which resolved the issue, and advised the customer to continue using the pump while remaining vigilant for any recurring codes. The customer acknowledged the instructions and agreed to contact support if the issue reappears.